Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The reported unspecified failure mode was not confirmed as the plunger, suture, link, posterior needle and cuffs were not returned. In the absence of components returned for analysis, a conclusive cause could not be determined for the reported event. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other incidents; however, as the reported failure mode is unknown a similarity could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a preclose technique, via a 6fr sheath prior to a transcatheter aortic valve replacement. Reportedly, an unspecified issue occurred with the proglide device. Hemostasis was achieved with surgical suture. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.